Event description:
Healthcare Professional reported Clinical Patient implanted with XEN®45 GTS in left eye. On POD92, patient experienced "drain tube exposure." Patient underwent conjunctival bubble fistula repair. On POD93, event resolved. Device remains implanted.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.The event is a known potential adverse event addressed in the product labeling.